Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
End effector handpiece would not work during burring. Pka case delayed for 3 minutes. Update: per the mps, the magnet was missing.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: the event reported that a partial knee end effector would not activate an anspach motor and cause a 5 minute delay. Device evaluation and results: visual inspection showed normal wear and tear. The magnet was not missing from the device. Functional inspection showed that the device activated an anspach motor to 80,000 rpm with no issue. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12/17/2015 with no reported discrepancies. Complaint history review: review of complaints within the trackwise database for p/n 111758, l/n 19220315 show two (2) other complaints related to the reported failure. The pr's are (B)(4). Conclusion: the failure was not confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Based on the investigation results the event was not confirmed as the magnet was still intact. Therefore the MDR should be cancelled.

Event description:
End effector handpiece would not work during burring. Pka case delayed for 3 minutes. Update: per the mps, the magnet was missing.